Manufacturer narrative:
As reported the high impedance was not confirmed. As received the microscopic inspection of the lead did not find any anomaly and lead pass the channel measurement test. The reported issue is unknown.

Manufacturer narrative:
Reporter phone number (B)(6). Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: na, lot: 4558384.

Event description:
It was reported that during ipg replacement for normal end of life on (B)(6) 2025, intraoperative x-rays showed that the lead had migrated. As a result, the lead was explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that associated with the issue.